Event description:
Monitor failed during use. Would not read rhythm correctly. Had to set back 1 year on screen to get correct response. All of rptr's monitors have to be sent back for service and y2k update.